Manufacturer narrative:
(B)(4). Evaluation summary: a sample was available for evaluation. Visual inspection revealed no non-conformances. A gravity set with a male luer at the end was connected to the valves. Sodium chloride mixed with blue colorant was infused through the gravity set to check for blockage and blockage location. No blockages were found. The reported condition was not confirmed. The root cause was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Event description:
The customer reported to baxter (B)(4) of a clearlink IV access valve in which liquid did not flow, or flowed slowly. The event occurred during infusion. A patient was involved, but there was no report of patient/user injury or medical intervention was in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received, or additional relevant information becomes available, a follow-up report will be submitted.